Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) have noticed a helium leak. Fse replaced these parts: helium regulator assembly (0119-00-020), tee fitting (0103-00-0202) tubing, 1/16" ID santoprene (0004-00-0052), fill manifold bracket (0406-00-0613) assembly, helium tube (0008-00-0311). No more leaks after. Fse performed preventive maintenance at the same time. Equipment tested according to manufacturer protocol and operational.

Event description:
It was reported that during a routine check, cs300 intra-aortic balloon pump (iabp) was displaying empty helium bottle despite of installing a new full helium bottle. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.